Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, investigation summary ==> the investigation was performed. A complaint was received for detecting hair in the pouch of 35cm rigid tip. The complaint is for lot 18-0060. There was no photograph available with the complaint report. The product arrived the hair appears to be human hair, with size 5mm. Root cause: the assignable cause for this failure is that the pouch was contaminated during pouch production process (by the supplier of the pouches). The possibility of the hair getting into the pouch during the packaging process is very low, employees work with protective glasses that should prevent this kind of contamination, and in additional the hair can't fall into the pouch, it can be enfored into the pouch together with the tip and the possibility of this happening is also low because the tip is visually inspected prior to packaging, and if such a little hair was on the tip, it would fail during visual inspection. Root cause rationale: the assignable cause for this failure is that the pouch was contaminated during the pouch production process, and the hair was hidden inside the soldering seam, and wasn't discovered even after pouch shaking as part of the inspection performed. It is possible that the hair came loose during the transportation.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and fibrin sealant was used. Before opening the bag, a hair was found inside the package. There were no adverse patient consequences reported. Additional information was requested.